Event description:
It was reported that the patient was unable to use the pump of this inflatable penile prosthesis (ipp) because it was scarred into place. A surgical procedure was performed to remove the pump and replace it with a new one in a different position. There were no patient complications reported.